Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow-up, decreased right ventricular sensing was noted. During the procedure, it was confirmed that the right ventricular (rv) lead was dislodged. The lead was explanted and replaced, and the patient was stable with no adverse consequences.